Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the orifice part in the pulsavac plus fan spray tip fell into the wound, but it was retrieved and no one was affected on this event. No harm or delay reported, and procedure completed with alternate device.